Event description:
Reported via patient call center. It was reported that a pseudoaneurysm occurred. It was reported that during a left atrial appendage closure procedure the patient experienced a pseudoaneurysm at the access site. The patient was treated with thrombin injection, and the patient is still recovering in the hospital.

Manufacturer narrative:
D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided by the patient advocate.